Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump buttons had to be pressed harder and more than once. The customer¿s blood glucose level was unknown at the time of the incident. The customer's family reported that the insulin pump had battery lasts less than 7 days. Customer's family declined troubleshooting. The insulin pump will not be returned for analysis.